Event description:
It was reported that the bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile had black dots on the cap and filter also inside cap. The following information was provided by the initial reporter, translated from dutch to english: there is contamination visible (black dots) on the cap and filter of the needle. The needle was still in the packaging at the time. Opened packaging to assess whether inside cap was also contaminated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile had black dots on the cap and filter also inside cap. The following information was provided by the initial reporter, translated from dutch to english: there is contamination visible (black dots) on the cap and filter of the needle. The needle was still in the packaging at the time. Opened packaging to assess whether inside cap was also contaminated.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 1049158. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.